Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, when creating the gastrojejunostomy, the retrieval suture on the oral anvil did not cut when the stapler was fired. There was difficulty in removing the stapler and oral anvil from the cavity.